Event description:
A report was received that the patient's ipg had rotated causing pain at the battery site. The patient underwent a revision procedure where the pocket was relocated and was doing well postoperatively.